Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, the field service engineer (fse) has performed troubleshooting, and has resolved the issue. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited a small leak on the water supply hose. There was no patient involvement.